Manufacturer narrative:
The product was installed at the user site november 21, 2012. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2014 with no issues found. A candela field service engineer inspected the system and reported that the beam blocker was found to be broken. The field service engineer replaced the beam blocker and confirmed that the beam blocker was operating properly. The laser is now operating per candela specs. It is believed that a broken piece from the beam blocker may have contributed to the noise from the system.

Event description:
A site reported that they heard a clunky noise when the laser was calibrating and noticed a bleeder pulse allowing energy to pass through the fiber. No injuries were reported.